Event description:
It was reported that during the procedure the patient was administered IV sedation, pain medication and general anesthesia. A total of ten treatments were delivered. There were no device observations during the procedure. The same day post procedure the patient was reported to be experiencing blanching of the inflatable penile prothesis (ipp). At 7 days post the index procedure, the patient was experiencing urethral discharge with hematuria, at 8 days worsening of urgency, at 11 days worsening of dribbling and worsening of anejaculation, at 15 days pain in penis and hematospermia and at 19 days worsening of decreased ejaculatory volume. No actions were taken for the reported symptoms. The patient symptoms of urethral discharge with hematuria, hematospermia and worsening of dribbling were reported to have resolved. It was later reported that the patient symptoms of worsening of urgency, pain in penis, worsening of anejaculation and decreased ejaculatory volume also resolved. The investigator assessment of the patient symptoms of ipp blanching, urethral discharge with hematuria, worsening of dribbling, and worsening of urgency were assessed as procedure related but not device related. Only the patient symptoms of pain in penis, hematospermia, worsening of anejaculation, and worsening of decreased ejaculatory volume were assessed as device and procedure related. The clinical endpoint committee (cec) adjudicated that the ipp blanching was a non-event. The urethral discharge with hematuria, worsening of dribbling, and worsening of urgency were adjudicated as treatment related but not device related. The pain in penis and hematospermia were adjudicated as treatment and device related. The patient symptoms of worsening of anejaculation and worsening of decreased ejaculatory volume did not require cec adjudication.

Manufacturer narrative:
Event description: updated to reflect resolution of the patient symptoms of worsening of urgency, pain in penis, worsening of an ejaculation and decreased ejaculatory volume. The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on the information currently available, the patient symptoms are known risk associated with this type of procedure. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that during the procedure the patient was administered IV sedation, pain medication and general anesthesia. A total of ten treatments were delivered. There were no device observations during the procedure. The same day post procedure the patient was reported to be experiencing blanching of the inflatable penile prothesis (ipp). At 7 days post the index procedure, the patient was experiencing urethral discharge with hematuria, at 8 days worsening of urgency, at 11 days worsening of dribbling and worsening of anejaculation, at 15 days pain in penis and hematospermia and at 19 days worsening of decreased ejaculatory volume. No actions were taken for the reported symptoms. The patient symptoms of urethral discharge with hematuria and worsening of dribbling were reported to have resolved. The investigator assessment of the patient symptoms of ipp blanching, urethral discharge with hematuria, worsening of dribbling, and worsening of urgency were assessed as procedure related but not device related. Only the patient symptoms of pain in penis, hematospermia, worsening of anejaculation, and worsening of decreased ejaculatory volume were assessed as device and procedure related. The clinical endpoint committee (cec) adjudicated that the ipp blanching was a non-event. The urethral discharge with hematuria, worsening of dribbling, and worsening of urgency were adjudicated as treatment related but not device related. The pain in penis and hematospermia were adjudicated as treatment and device related. The patient symptoms of worsening of anejaculation and worsening of decreased ejaculatory volume did not require cec adjudication.

Manufacturer narrative:
The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on the information currently available, the patient symptoms are known risk associated with this type of procedure. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that during the procedure the patient was administered IV sedation, pain medication and general anesthesia. A total of ten treatments were delivered. There were no device observations during the procedure. The same day post procedure the patient was reported to be experiencing blanching of the inflatable penile prothesis (ipp). At 7 days post the index procedure, the patient was experiencing urethral discharge with hematuria, at 8 days worsening of urgency, at 11 days worsening of dribbling and worsening of anejaculation, at 15 days pain in penis and hematospermia and at 19 days worsening of decreased ejaculatory volume. No actions were taken for the reported symptoms. The patient symptoms of urethral discharge with hematuria, hematospermia and worsening of dribbling were reported to have resolved. The investigator assessment of the patient symptoms of ipp blanching, urethral discharge with hematuria, worsening of dribbling, and worsening of urgency were assessed as procedure related but not device related. Only the patient symptoms of pain in penis, hematospermia, worsening of anejaculation, and worsening of decreased ejaculatory volume were assessed as device and procedure related. The clinical endpoint committee (cec) adjudicated that the ipp blanching was a non-event. The urethral discharge with hematuria, worsening of dribbling, and worsening of urgency were adjudicated as treatment related but not device related. The pain in penis and hematospermia were adjudicated as treatment and device related. The patient symptoms of worsening of anejaculation and worsening of decreased ejaculatory volume did not require cec adjudication.